Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose level and diabetes ketoacidosis. The high blood glucose level of customer was 500mg/dl at the time of hospitalization. In the morning the blood glucose level was 545 mg/dl. Current blood glucose level was 236 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that insulin pump was under delivering insulin. Customer was treated with intravenous insulin drip and insulin pen or manual insulin injection. Customer tested positive for ketone. The insulin pump will not be returned for analysis.